Event description:
It was reported that there was a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to perform a pump reset, after which the error code did not reappear, and the customer successfully started their sensor session.